Event description:
The manufacturer was informed of the event through the patient tracking department. Based on the information reported in the patient registration form. On (B)(6) 2021, a percival valve was implanted and explanted. Ultimately a reduced size 21 aortic was implanted. No allegation of a device malfunction nor of a serious injury was received from the site regarding this event.